Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device photo evaluation: visual analysis of the photographs identified: red particle material on the shell, red tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture, and double capsule.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV, rupture, and double capsule. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event the capsular contracture, rupture and double capsule was received june 03, 2021 with lot number 3012805. Analysis of the returned device identified: creases fold, wear abrasion and weight to the spec. Cloudy in the gel observed after autoclave cycle. The unit is not rupture. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV, rupture, and double capsule. Device has been explanted.